Manufacturer narrative:
Update: section h4 - device mfg date updated from blank to 12/1/2018. The complaint investigation for discrepant magnesium and sodium results included a search for similar complaints, review of the complaint text, trending data review, labeling review, and field service review. Return testing was not completed as returns were not available. A definitive cause for the issue was not identified, therefore, the alinity c processing module, serial number (B)(6) was considered the likely cause for the issue. The instrument service history review determined that there were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c processing module, serial number (B)(6) did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Device history record review did not show any non-conformances or potential non-conformances for the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial number (B)(6) was identified.

Event description:
The customer observed discrepant magnesium and sodium results generated on the alinity c processing module for multiple patient samples. The following data was provided: 25jun2023 sample ID (B)(6). Magnesium (customer¿s reference range 1.8-2.8 mg/dl) initial result = 8.64 mg/dl, repeat result on another alinity = 2.2 mg/dl 03jul2023 sample ID (B)(6) sodium (customer¿s reference range 136-146 mmol/l) initial result = 117 mmol/l, repeat result on another alinity = 136 mmol/l no impact to patient management was reported.

Event description:
The customer observed discrepant magnesium and sodium results generated on the alinity c processing module for multiple patient samples. The following data was provided: (B)(6)2023 sample ID (B)(6). Magnesium (customer¿s reference range 1.8-2.8 mg/dl) initial result = 8.64 mg/dl, repeat result on another alinity = 2.2 mg/dl (B)(6)2023 sample ID (B)(6). Sodium (customer¿s reference range 136-146 mmol/l) initial result = 117 mmol/l, repeat result on another alinity = 136 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1 patient identification: sids (B)(6). All available patient information was included. Additional patient details are not available.